Event description:
It was reported that a left ventricular (lv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted the same day. No additional adverse patient effects were reported.

Event description:
It was reported that a left ventricular (lv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted the same day. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead was explanted due to high threshold. Cause of the high threshold was undetermined.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that a left ventricular (lv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted the same day. No additional adverse patient effects were reported.subsequently, additional information was received indicating lead was explanted due to high threshold. Cause of the high threshold was undetermined.